Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is very loud. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9 device available for eval, return to manufacture date, g1 contact person mfg site, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, component code, h11. A getinge field service engineer fse was dispatched to evaluate the unit. The fse reported that they replaced the pump assembly. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.